Event description:
Procedure: vats. According to the reporter: after placing the loading unit across the lung tissue to be resected, the surgeon attempted to fire the instrument. The load unit began to lay down staples and a cut was made (5-10mm) before it jammed shut. It took a massive pull on the back "ears" of the gun to release the load unit. A second and third load unit was used from the same batch with the same problem. A 45mm load was used without any problems to complete the procedure. There was no pt injury. Surgeon was unhappy with the pt status at the time but ok afterwards. Very little additional time was added to the overall procedure. The extra time was spent trying to force the loading unit apart after it had jammed which it did after a few minutes of trying. A mini thoracotomy was performed and the piece of lung to be resected was brought externally and an open stapler was used to remove the section of lung for the biopsy.

Manufacturer narrative:
Date initial report sent: 9/28/2007.